Event description:
It was reported that while a patient orderly was transporting a patient up a ramp, the stretvher allegedly slipped out of gear and the zoom drive stopped functioning. Reportedly, the stretcher with 4 IV poles started to slide down the ramp. The orderly has reportd pain in her back, hips and leg(s). She allegedly was given presciption pain medication and is being seen by a chiropractor.